Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose. Customer stated that the cannula was bent. The customer had not used the insulin pump in a year since the hospitalization incident. Troubleshooting was not performed as the insulin pump was lost since the time of hospitalization. The insulin pump will not be returned for analysis.